Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient had an adverse local tissue reaction from the stryker implants. Chromium levels were elevated. The head and liner were taken out and a new trident x3 liner and biolox head w/ sleeve were reimplanted. The cup was tested and was stable.

Manufacturer narrative:
Reported event: an event regarding altr involving a metal femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Patient had an adverse local tissue reaction from the (B)(4) implants. Chromium levels were elevated. The head and liner were taken out and a new trident x3 liner and biolox head w/ sleeve were reimplanted. The cup was tested and was stable.